Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 34 previously reported events are included in this follow-up record. Product return status 24 devices were received. 10 devices were not available for evaluation.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. - 31 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 34 previously reported events are included in this follow-up record. Product return status 20 devices were received. 8 devices were not available for evaluation. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. - 31 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 34 events were reported for this quarter. Product return status: 4 devices were received. 4 devices were not available for evaluation. 26 device investigation types have not yet been determined. 34 devices were not labeled for single-use. 34 devices were not reprocessed or reused.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.